Event description:
A bloodleak occurred upon initiation of the treatment. Visible blood was coming from the dialysate side (from) of the dialyzer. Performed hemastix. Immediately stopped the treatment. The entire extracorporal circuit was discarded. The pt was given 1.5 of kefzol as a proactive measure.